Manufacturer narrative:
Concomitant prod: strap25 ethicon secure strap 5 mm (lot#s kjk722 and kjm447). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced mesh prolapsed into defect, adhesions, recurrence and pain. Post-operative patient treatment included revision surgery and recurrence repair with new mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced recurrence and pain. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. The device had been used with strap25 ethicon secure strap 5mm, lots kjk722 and kjm447. It was reported that after implant, the patient experienced recurrence and pain. Treatment provided for these conditions include revision surgery.